Event description:
This device being returned with a fault description of "of bag with 40meq potassium in 250ml normal saline was hung as a secondary. The potassium was set to infuse at 60ml/hr. The IV potassium was hung at 0948 and when checked at 1015 the secondary bag with the potassium was empty. The IV pump used had been checked on 11/08/06 for preventive maintenance. The primary bag was lower than the secondary. The IV potassium rate was set at 60ml/hr and when the IV potassium bag was found empty to the pump still said it had 220ml left to infuse. The rate for the primary was set a 80ml/hr and had 513ml left in the primary when the secondary was set up. The 250ml solution with potassium was 'gone' in 25minutes when the IV was rechecked. We had lab check the primary solution for potassium and there was potassium in the primary bag." There was no patient injury.

Manufacturer narrative:
The device was tested and found to deliver within specification.